Manufacturer narrative:
The product was not returned for evaluation. Imagery provided by the site showed one valve strut was bent outward on the inflow side. The patient had a calcified anatomy and undersized right access vessel. The patient had a severely calcified aorta. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The sapien 3 ultra complaint history has been reviewed and no confirmed manufacturing non-conformances were identified. The instructions for use (IFU), device preparation and the training manual were reviewed and no deficiencies were identified. Per the training manuals, ¿if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged¿. In addition, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery syste. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace.¿ during the manufacturing process, the device was visually inspected by both manufacturing and quality. The valve was 100% dimensionally inspected and tested. Sapien 3 ultra valves are 100% inspected before and after the manufacturing process prior to final packaging. These inspections and tests during the manufacturing process support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the provided imagery. Due to the unavailability of a returned device (valve), no potential manufacturing non-conformance was able to be determined. A review of the lot history, DHR, manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿ultra valve in the aortic position via transfemoral approach a high level of resistance was felt while advancing the valve through the sheath. While positioning the valve in the annulus the operator noticed a strut bent back in the lvot.¿ per imagery review, patient had calcified anatomy with undersized access vessel. The presence of calcification within anatomy and undersized access vessel could create a challenge pathway for delivery system (with crimped valve) advancement. The inflow valve strut could get caught on the calcification during delivery system advancement. The subsequent push force to overcome the resistance could have led to bend strut. Available information suggests that patient factor (calcified anatomy/undersized access vessel) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. The complaint for valve frame damaged during use was confirmed. No manufacturing non-conformances were found to have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, as the reported complaint event exceeded the monthly complaint trending control limits a product risk assessment was initiated. No product non-conformances or IFU/training deficiencies were identified during the evaluation. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The investigation is underway.

Event description:
As reported by a field clinical specialist, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach a high level of resistance was felt while advancing the valve through the sheath. While positioning the valve in the annulus the operator noticed a strut bent back in the left ventricle outflow tract (lovt).  It was decided to deploy the valve because of concerns with pulling the valve back through the aorta. No patient injuries were reported. The patient was doing well post procedure. The root cause of the resistance and bent strut was reported as unknown.